Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k141311;k250884.

Event description:
It was reported, syringe 10ml reg pr saline 10ml fill, foreign matter. The following was provided by the initial reporter: has large black speck in syringe. Total number of occurrences: 2. Was the patient impacted? Did not use. Was any adverse event or serious injury reported to a healthcare professional? No.